Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that the transfer set started to leak when she disconnected. The technical service representative (tsr) advised the hp to close the transfer set and disconnect. The tsr then assisted the hp with ending the therapy, getting the set out and advised the hp to contact the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information:this complaint for a leak was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.